Event description:
The pt was injected with 0.2 cc of radiesse dermal filler into the subdermal plane of the glabellar region after first received a botox injection in the same area. The pt developed immediate blanching with the tissue beginning to necrose.

Manufacturer narrative:
The pt developed immediate blanching with the tissue beginning to necrose. The physician immediately started a treatment regimen of a topical antibiotic, silvadene ointment for the affected area, an oral antibiotic, cipro and a medrol dose pack. The pt returned two days later and is looking better. The area has begun to heal. During follow-up the physician reported, the pt is still being treated and was recently seen on (B) (6) 2010. The pt's symptoms are slowly resolving. A review of the device history records indicates the reported lot #1015737 met all specifications prior to release.